Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2021-54014 is a concomitant. Please refer to manufacturer report number 2016493-2021-54013 which captured the correct suspect devices per investigation report.

Event description:
It was reported that on 5/5/2021 about 10 minutes after hanging the tpn and smof lipids the clinician noticed the syringe pump with the smof running had turned off and without alarming. A screen came up on the pcu that said the syringe chamber had been disconnected even though it was connected to the main pump. All of the fluids were paused and checked to make sure the syringe pump was attached to the pcu. The fluids were restarted and the pump alarmed stating that it was still disconnected. At this time all of the fluids were paused and the entire pump system was switched out. There was patient involvement but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that after hanging tonight's ((B)(6) 2021) tpn and smof lipids about 10 minutes later I was at the patient's bedside and I noticed the syringe pump with the smof running through it had turned off and without alarming a screen came up on the brain that said the syringe chamber had been disconnected even though it was connected to the main pump. I paused all of the fluids and checked to make sure the syringe pump was attached to the brain. I restarted the fluids and the pump alarmed and said it was still disconnected. At this time I paused all of the fluids and switched out the entire pump system. There was patient involvement but no harm.